Event description:
During an elective pci procedure the cypher stent dislodged and was not retrieved. The target lesion for the procedure was the mid left anterior descending (lad) artery. The lesion was reported to be calcified and tortuous. The product was inspected prior to use and appeared to be "normal". The product was prepared in the usual fashion without any problem noted. Attempts were made to locate the stent on the prep table as well as outside the patient on the patient drape. The guiding catheter was examined carefully to ensure the stent was not dislodged and located in the guiding catheter. Ivus was done and the patient underwent fluoroscopy from head to toe. All attempts to locate the stent were not successful. There were no reported adverse effects to the patient due to the dislodge stent. Another cypher stent was used to complete the procedure successfully. The patient was discharged in stable condition.